Manufacturer narrative:
(B)(4). The sensor pcba was tested and no failures were identified. The error vent inop 9003 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with vent inop due to flow sensor failure (B)(4). The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - resolution and disposition: the fse replaced the sensor pcba to address the reported problem.